Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, multiple error code 23008 was displayed and the issue was identified on universal side manipulator (usm) arm 3. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed the customer reported complaint via system logs and replicated in-house. The usm was tested on an in-house system in normal mode where triggered a 23008 error. The usm was tested on the patient side cart (psc) fixture test platform (pftp) where it failed usm agc current with an error 1174. A golden yaw searchlight printed circuit assembly (pca) was installed, and usm passed all tests on retry.

Event description:
Refer to h10/h11 for follow-up information.